Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer¿s blood glucose was 400mg/dl at the time of incident. The customer reported that they were getting numerous no delivery alarms even after changing sets numerous times. The customer stated the insulin exited during 5.0 unit fixed prime. The customer reported that all of the sets were bent when removed. The insulin pump will not be returned for analysis.